Event description:
The cold therapy unit failed at the patients home. The patient states that unit made a loud buzzing sound and then sounded like the motor was dragging. The patient then noticed that the unit was not as cold as he would have expected.